Event description:
It was reported that at implant, the physician had difficulty extending and retracting the helix. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed blood in/on the helix/lobe mechanism.